Event description:
While the physician was attempting to place a fiducial marker, the brush sheath separated from the handle fairly easily. The instrument was removed from the working channel without any issues and the fiducial marker remained inside the sheath. Procedure continued without delay. No injury to patient. (B)(4).

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report, to provide information that was inadvertently not provided in the initial report, and to provide the results of the investigation of the returned device. Correction to g3 of initial report: date received by manufacturer was 22-oct-2021. The subject device was returned for evaluation. The investigator confirmed there were no loose components. The adhesive on the sheath was attached. There was a crimp/kink just behind the location where the fiducial is placed in the sheath. The crimp/kink creates a location that applies force to push the sheath off when the brush is extended. The conclusion of the investigation is that the instrument was damaged by the user during placement of the fiducial. Since the date of the investigation, there is a planned sheath anchoring and adhesion design change to address this issue. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.